Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, after the firing of 3rd cartridge, the staples at the tip formed in u-shape and dropped off. The part fell into the patient's cavity and was retrieved. The surgeon used the same handle to resect the oral side of the anastomotic site and the anal side and performed anastomosis without problem. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. After the surgery, when the 3rd device checked, the staple pusher at the tip was in a stored status.